Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) post ventricular pace. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.